Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead model#: sc-4316 lot #: 19554979 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed a (B)(6) infection in the spine. Symptoms were headache and nausea. The infection was not device or procedure related and the cause was undetermined. The patient was prescribed antibiotics. The patient underwent an explant procedure.